Event description:
Failure of bd extension set identified, 2 occurrences. Rn reported leaking when extension set was attached to the flush bag. The second then came apart in her hands when trying to replace the 1st set, which had leaked. It appears that there is no sealant present. Pt code: 4582. Device code: 1250, 2907. Ref report: mw5184748.